Event description:
A discordant result for calcium (ca) was obtained on a dimension vista 500 instrument. The initial result was low and was automatically rerun on the same instrument. The repeated result was in the normal range. The customer reran once again the same sample on the same instrument and obtained a result in the normal range. The initial result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the single discordant ca result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and data. The cause of the single discordant ca result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.